Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting an MRI scan to check the physical state of the ins battery because it was sideways in the pocket. The patient also claimed that the battery had died about a month prior to the report. No symptoms were reported. No further complications were reported/anticipated.